Event description:
The patient received one treatment on both sides with rhinaer stylus in the posterior nasal nerve region, along with maxillary balloon sinuplasty and turbinate outfracture. No device malfunction reported. The patient was treated in the clinic under topical and local anesthesia. The patient was seen for planned follow-up visits. Some minor bleeding reported, then approximately 17 days post-procedure presented to the ER with a bleed on one side and was packed. When packing was removed, a serious spa bleed developed. Patient required spa ligation to control bleeding, was held overnight for observation and required a blood transfusion. Event occurred approximately 6 months ago, date of event is estimated.

Manufacturer narrative:
Bleeding is a known potential side effect related to the use of radiofrequency energy on tissue in the nose. This side effect is listed in the device labeling.